Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that an internal component in the trigger had been damaged. Another internal component was out of specification. This damage prevented the clips from firing correctly which may have contributed to the customer's experience. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical is currently investigating process enhancements which are intended to reduce the potential for this type of incident to reoccur. This document represents our final report.

Event description:
Lap nissen: "after successfully placing 3 or 4 clips, the surgeon states the clip applier severed the vessel while placing the next clip."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.